Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 194 mg/dl. The customer was advised to insert energizer aaa alkaline battery. The customer doesn't have a battery available to insert. The customer will get a new battery and call back if needed.